Event description:
Related manufacturer report number: 2017865-2022-40378. Additional information was received indicating lead damage was suspected.

Event description:
Related manufacturer report number: 2017865-2022-39818 it was reported, noise resulting in oversensing was noted on the right ventricular (rv) and right atrial (ra) leads. A lead revision is anticipated but has not yet been performed. The patient was stable and will continue to be monitored.